Manufacturer narrative:
Note: the device returned to ss white was not the original device that was sallowed. Evaluation summary: ss white evaluated product provided by dr. (B)(6), confirmed that the gwu 856-016 was found to be undersized. (B)(4). All inspection records are on file. Note: diameter inspections conducted of parts using calibrated nist certified gages. We have been in contact with doctor anderson to verify if the pt has passed the bur: results are unk at this time.

Event description:
On (B)(6) during a crown prep on tooth #13, a dental bur dislodged from high speed handpiece and pt swallowed. Sent to urgent care to confirm swallowed versus aspirated.